Event description:
Revision driver broke during surgery. Patient was not affected.

Manufacturer narrative:
We cannot conclude that using instruments that are not part of the set resulted in the failure of the revision driver. No damage was found in any of the implants that can explain the failure fo the revision driver. This situation can be explained by applying more torque than needed to allow screw removal. Applying excessive torquing force to the knob can result in failure as noticed in this case.